Manufacturer narrative:
(B)(4). The cause of the reported problem was determined to be a manufacturing issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During an evaluation of the results of a study performed by baxter on peritoneal dialysis (pd) disposable products, a uv flash transfer set was found to be missing a tip protector. There was no patient involvement, therefore there was no adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A CAPA has been opened to address the findings of the study. Should additional relevant information become available, a supplemental report will be submitted.